Event description:
A healthcare professional contacted adc to report that customer¿s adc freestyle libre sensor detached after 5 days of wear and was unable to check blood glucose level. On (B)(6) 2019 customer experienced a loss of consciousness so her husband called an ambulance. Customer was seen at a hospital and was diagnosed with hypoglycemia and an IV was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  A (DHR) (device history review) for the libre sensor kit were reviewed, and the DHR showed the libre sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional contacted adc to report that customer¿s adc freestyle libre sensor detached after 5 days of wear and was unable to check blood glucose level. On (B)(6) 2019, customer experienced a loss of consciousness so her husband called an ambulance. Customer was seen at a hospital and was diagnosed with hypoglycemia and an IV was administered. There was no report of death or permanent impairment associated with this event.